Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of infection and erosion was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance trend was high since implant, there was a microdislodgement in the past, and the thresholds were up again. The patient noted the "wire came loose and was repositioned" and was told the lead was "defective." The implantable cardioverter defibrillator (ICD) system was subsequently explanted and replaced due to an infection.